Event description:
The pt reported that the pump's battery compartment became hot to the touch. The pt said it was not hot enough to cause any harm. The pt removed the battery and the battery was hot. She says she observed corrosion inside the battery compartment and a small crack in the battery compartment. She says that she used the pump in pool water.

Manufacturer narrative:
The pump was returned to animas. Eval revealed that the battery compartment was cracked. Corrosion was observed inside the battery compartment. The pump did not power on during investigation and the complaint of heat could not be tested for or duplicated.